Manufacturer narrative:
The spectrum autopass needle was received for an evaluation. A visual inspection of the returned device verified that the needle tip had broken off. The broken tip was not returned, un-retrieved. Further analysis by the quality engineer found the needle tip had broken off in the suture notch. This lot with the (B)(4) was manufactured on 19-nov-2015 in a lot of (B)(4) units. There have been no other similar complaints received for this item and lot number combination. (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects resulting from this type of incident. (B)(4). A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. (B)(4) is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported the tip of this spectrum autopass needle broke off during a shoulder arthroscopic rotator cuff repair. After passing the needle through the rotator cuff, it was noted the tip of the needle was missing. This tip could not be found and was not retrieved. After a delay of 5 minutes, the surgery was successfully completed using another autopass needle with no further complications. No patient injury was reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a longterm adverse effect has occurred.